Event description:
Patient was driving and without symptoms at the time a 'preparing to shock' alert was heard. The patient diverted the shock. When reaching out to customer support another 'preparing to shock' alert was issued but this time the patient did not divert the shock. Patient was described by family caregivers as 'fine' except for a headache.

Manufacturer narrative:
The wcd system was not recovered from the field. Review of device event log indicated that the wcd system incorrectly identified an arrythmia as shockable due to noise and the conscious patient did not divert . Confirmation of the alleged deficiency could not be documented due to unavailability of the wcd system